Event description:
It was reported that 6 unspecified bd intervascular catheters were involved with a patient experiencing extravasation which resulted in medical intervention. The "intervention of a surgeon" was required following what was reported as, " toxic product diffusion under the skin of the patient." No additional information regarding the intervention, or final patient outcome has been provided. The following information was provided by the initial reporter: 6 complaints of extravasation with intervention of a surgeon because toxic product diffusion under the skin of the patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 unspecified bd intervascular catheters were involved with a patient experiencing extravasation which resulted in medical intervention. The "intervention of a surgeon" was required following what was reported as, " toxic product diffusion under the skin of the patient." No additional information regarding the intervention, or final patient outcome has been provided. The following information was provided by the initial reporter: 6 complaints of extravasation with intervention of a surgeon because toxic product diffusion under the skin of the patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that 6 unspecified bd intervascular catheters were involved with a patient experiencing extravasation which resulted in medical intervention. The "intervention of a surgeon" was required following what was reported as, " toxic product diffusion under the skin of the patient." No additional information regarding the intervention, or final patient outcome has been provided. The following information was provided by the initial reporter: 6 complaints of extravasation with intervention of a surgeon because toxic product diffusion under the skin of the patient.